Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported) and oral steroids (specific date and duration not reported).